Event description:
While the physician was refilling an implanted arrow pump reservoir with heparin 50,000 units in bacteriostatic water "qs" to 30ml, the needle broke off at the base while still inserted in the pt. The physician removed the needle with an alcohol pad and clamp. The needle was bent about 30 degrees approx 3/4 inches from the base during the removal process. Packaged needle is straight.